Event description:
In 2008, the patient reported that after he used approximately half of his pre-filled cartridge he began to experience elevated blood glucose (380-400 mg/dl). His normal blood glucose range is below 80-150 mg/dl. He stated that he bolused and his blood glucose did not decrease. He then found an air bubble in the insulin cartridge "the size of a small pea." He discarded the insulin cartridge and inserted a new cartridge. He inspected the cartridge before use and stated there were no air bubbles present. Approximately 2-3 days later another air bubble had formed in the insulin cartridge. He performed two 25 unit primes to remove the air bubble. Troubleshooting did not reveal any issues. He was sent replacement adapters. Upon follow up in 2008, the patient reported the replacement adapter had been in use for 24 hours and there were no air bubbles present in the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.